Event description:
It was reported to medtronic neurosurgery that the strata ii snap shunt was implanted on (B)(6) 2015. According to the report, the device was explanted on (B)(6) 2015 due to intra ventricular hemorrhage. It was reported that the valve was clogged with blood and stopped working. It was also reported by the physician that the reported event was not a product related issue.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)